Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller wanted MRI guidelines as the patient was hospitalized for a fall. The caller had no further details about the event. The relation to the device was unknown. Additional information was received: it was reported that the patient had increased falls with the therapy on. The patient's falls didn't affect the patient's device in any way and the steps take to resolve the issue was that the patient's device was turned off and were still hospitalized. The issue hasn't resolved yet. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had increased gait freezing with the dbs on that may have contributed to their fall. The fall however did not affect the patient¿s device. The dbs was turned off and the patient was hospitalized for tb1 management. There is ongoing tb1 recovery, and the dbs was still turned off. There were no further complications reported.